Event description:
During deployment of an AED, the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: customer was not alleging a failure of their device, instead they needed help obtaining patient data from the device. Conclusion: device passed all self tests and no allegation of a malfunction, reported only because of the reported patient outcome.